Event description:
It was reported that the infusion set had bent cannula and the patient had high glucose levels. The event occurred during the infusion and there was no patient harm occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional information becomes available.